Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was informed that there could be many reasons for high blood glucose. It is reported that a customer has physical damage on their insulin pump. The support cap comes off the insulin pump when the customer is priming. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with broken off end cap. Unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery test due to broken off end cap. The insulin pump has pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and broken pump belt clip slot. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.